Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The spring tip was returned detached from the rest of the guidewire. There were no damages on the body of the guidewire. Spring tip was observed bent and stretched.

Event description:
Reportable based on the device analysis completed on 12mar2025. It was reported that the device was kinked. The 95% stenosed target lesion with 45mm length and 3.5mm diameter, was located in a mildly tortuous and severely calcified left anterior descending artery. A rotawire ex support gw (5) was selected for use. During procedure, it was noted that the rotawire was kinked. The procedure was completed with the use of another of the same device. No patient complications reported and patient was good post procedure. However, the device analysis revealed that the spring tip was detached.